Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed restart code 41 during a supply change, repeated after device restart and dry run, and the pump could not rewind, consistent with a device malfunction involving the insulin delivery mechanism and pump motor control. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included technical review of the reported error, device history and manufacturing record review, and attempted troubleshooting by customer care. Investigation of this case revealed recurrence of the absolute range error with inability to complete a rewind, consistent with a hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.